Manufacturer narrative:
The product was returned therefore d9 was updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that impella 5.5 continued with suction events over p-4 level. The impella had multiple repositions over a week span. Most recent echocardiogram now showed a well positioned 5.5 that measured 5.25cm to atrioventricular annulus. The patient was bridged to heart transplant and survived.

Manufacturer narrative:
The investigation was completed. Impella 5.5 sn 611535 returned for evaluation. Positioning issues: clinical reported that multiple repositions were made during the last week of the case. The product was returned for investigation, and there were no kinks or abnormalities observed. The cause of the positioning issues could not be determined due to insufficient clinical details. Pump suction: clinical reported that suction was triggering above p-4. The product was returned for investigation, but the catheter was cut distal of the motor housing, so the pump could not be tested to try reproducing suction. There was no biomaterial observed inside the cannula and no kinks or abnormalities were observed. Data log review confirmed suction events occurring during the case. There were no motor current spikes observed throughout the case. At the time of the first suction event, placement signal from ~ 100mmhg to 70mmhg, but began to increase again. No troubleshooting methods were reported in the clinical details at this time. Suction also occurred over the last 5 days of the case, but at this time placement signal did not show any distinct trending or any signs of positioning issues, and clinical also stated that the pump was in proper positioning. Clinical reported multiple repositions during this time periods, and they also reported plans to give fluids, but based on clinical details and data logs, it is not clear whether suction was triggering due to positioning issues or volume issues. The cause of the suction could not be determined due to inconclusive data log review and clinical details. Device history review was completed and passed all post sterile inspection criteria.